Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. However, the biomedical technician at the facility reported that he replaced the air separator assembly which resolved the issue. The machine has been returned to service. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in dialysis mode but prior to the patient's treatment initiation. The user visually observed the saline bag was refilled with dialysate prior to patient treatment with no patient adverse effect. This report is being investigated by the manufacturer via a CAPA. The device investigation is pending, a supplemental medwatch will be filed at the completion of the investigation.

Event description:
A facility biomedical technician (bmt) reported a saline bag was observed filling, along with filling program alarms and failed pressure holding test in dialysis. During follow up with the bmt, it was learned this event occurred prior to a patient's treatment but was noticed when they were beginning to attach the lines to the patient. The patient did not receive any of the contents of the saline bag. The patient was moved to another machine where they were able to complete treatment. No patient adverse effect. It was reported that the air separator was changed and the machine is back in service without issue.